Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed that the image is bright near and cannot be dimmed. The issue occurred during a diagnostic hysteroscopy procedure. There were no reports of patient harm.

Event description:
It was reported the subject device showed that the image is bright near and cannot be dimmed. The issue occurred during a diagnostic hysteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This report is related to the following reports reference numbers: (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed. In addition, and since the device was not returned, there were no new reportable malfunctions identified. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.